Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor (icm) was not sensing and having noise. Technical services reviewed clarity and confirmed these issues. It is suspected that the patient might have flipped this device, dislodged it or the device might have even fallen out. Additional information was received confirming that the sutures were completely removed and device was in 2 pieces, the header component was in a plastic bag and the patient had pushed the other piece into his chest. It is speculated that the patient might have removed the device himself, although no admission of this. The patient states this issue occurred after some rough-housing with his nieces. The rest of this icm was explanted and no immediate plans to re-implant a new icm were made. The hospital has this icm and should be returned eventually. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardiac monitor was unable to be analyzed. The device was returned completely damaged. The allegations related to sensing and noise could not be evaluated and/or confirmed.

Event description:
It was reported that this implantable cardiac monitor (icm) was not sensing and having noise. Technical services reviewed clarity and confirmed these issues. It was suspected that the patient might have flipped this device, dislodged it or the device might have even fallen out. Additional information was received confirming that the sutures were completely removed, and the device had broken down in 2 pieces, the header component was in a plastic bag and the patient had pushed the other piece into his chest. It is speculated that the patient might have removed the device himself, although there was no admission of this. The patient states this issue occurred after some rough-housing with his nieces. The rest of this icm was explanted and no immediate plans to re-implant a new icm were made. The hospital had this icm and returned it eventually. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardiac monitor (icm) was not sensing and having noise. Technical services reviewed clarity and confirmed these issues. It was suspected that the patient might have flipped this device, dislodged it or the device might have even fallen out. Additional information was received confirming that the sutures were completely removed, and the device wad broke down in 2 pieces, the header component was in a plastic bag and the patient had pushed the other piece into his chest. It is speculated that the patient might have removed the device himself, although there was no admission of this. The patient states this issue occurred after some rough-housing with his nieces. The rest of this icm was explanted and no immediate plans to re-implant a new icm were made. The hospital had this icm and returned it eventually. No additional adverse patient effects were reported.